Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 200 laser fiber was opened for use for a flex urs procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during preparation, the tip of the laser fiber was noted to be broken. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.